Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the removed tab was not returned for examination and the rest of the screw remains implanted. Manufacturing records were reviewed and no issues were found. Surgical technique outlines how to break off the tabs during surgery including using imaging. Conclusion: the most likely cause of the reported fracture is insufficient engagement of the blade in the blade remover resulting in unintentional loading outside of the proximity of the integrated blade break line.

Event description:
It was reported that during es2 surgery, the surgeon inserted screw and did the final tightening of the blocker. Afterwards, the surgeon used the blade remover, in order to remove blade. And although the patient's wound was closed, when the surgeon checked x-ray, it turned out that the part of blade remains in screw head. The surgeon opened patient's wound again, used the blade remover, and removed a part of the blade.

Event description:
It was reported that during es2 surgery, the surgeon inserted screw and did the final tightening of the blocker. Afterwards, the surgeon used the blade remover, in order to remove blade. And although the patient's wound was closed, when the surgeon checked x-ray, it turned out that the part of blade remains in screw head. The surgeon opened patient's wound again, used the blade remover, and removed a part of the blade.